Event description:
A customer has reported that after using a draeger medical systems delta patient monitor and supplied sp02 sensor on an infant, it was noticed that the skin was slightly burned (intact but red).

Manufacturer narrative:
The device and sensor was not made available to draeger medical systems for evaluation. We had requested that the cited sp02 sensor, patient monitor and specific details as to the protocol for sp02 measurement/patient surveillance used at the customer site be provided to draeger medical systems, inc. We received a communication form our local office that the customer is unable to supply us with requested information needed to investigate the reported incident. The customer has further reported that they are happy with the performance or our sp02 monitoring system and that no other reported incidents of this type have occurred. Based on the information received from our local office via communications received from the customer, we are unable to perform an effective investigation to determine the root cause of the reported incident. We did, however, request that our local office communicate to the customer to be aware of our precautions listed in our instructions for use with regard to sp02 monitoring that indicate "check the sensor at least every four hours. Move the sensor if there is any sign of skin irritation or impaired circulation".